Manufacturer narrative:
Insulin pump passed displacement test, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Insulin pump was unable to prime during prime test due to faulty force sensor. Insulin pump received with minor scratches on lcd window, cracked reservoir tube lip and cracked belt clip slot.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer has been experiencing anomalies during prime. Customer thought it was the reservoir or infusion sets and she has wasted a lot of insulin. It was stated that the customer is pregnant and she is concerned about wearing the insulin pump. She stated that insulin squirts out during prime process and the numbers on the screen do not go up and no numbers. It was stated that there is a gap between the reservoir and the piston. Customer can see the motor slowing down but the numbers do not go up while holding the act button. The drive support cap is normal. Blood glucose value is 5.6 mmol/l. Nothing further reported.